Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having a bottom molar extracted. Patient's orthodontist stated they will need extensive and customized treatment due to the space and size of her teeth in addition to the overbite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.